Event description:
Related to MFR reports #2183959-2012-00639, 00640. It was reported the pt was implanted with a monarc sling sys on (B)(6) 2008 for stress urinary incontinence and had anterior colporrhaphy, posterior colporrhaphy and perineorrhaphy during the procedure. The pt returned to the healthcare provider (hcp) on (B)(6) 2009 as she had "no improvement" and "feels worse in many ways." The pt stated, "uui episodes are large." She does not empty the bladder, feels "everything is falling out again." In (B)(6), 2009 the pt reported continued urinary tract infections, vaginal pain and fever. On (B)(6) 2009 the pt underwent a surgical procedure for repair of rectocele and cystocele with add'l mesh however an erosion of mesh from the prior implant was found, extending from the right lateral fornix to the midline.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.